Event description:
A customer obtained erroneously prolonged aptt results with a pt sample and controls. Plasma controls were out of range and the erroneous pt results were not reported to the physician. There were no adverse health consequences to the pt; treatment was not prescribed or altered based on the erroneous results. (Note: customer unable to provide date of event).